Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported lead went into header, but screw would not tighten down and would pull out. It was noted they had tried two different screw drivers; both latched, but screw would not tighten down. The new device hooked up to the lead. It was later reported company rep stated that the lead was not an issue and was performing fine. After connecting the new device to the lead, the system performed according to specifications and the pt was doing fine. It was noted pt recovered completely. Add'l info will be provided when it becomes available.